Event description:
It was reported an automated peritoneal dialysis patient experienced fullness and shortness of breath during dwell. The patient was connected to the homechoice pro device at the time of the events. Renal therapy services (rts) assisted the patient to perform a manual drain of 2507ml, which relieved the symptoms. The patient stated the cause of the events was due to programming error and the pd nurse ¿recently made a program change to a manual fill of 3000ml, added prior to starting the therapy with no manual drain¿. The last fill volume was 2000ml, manual fill was 3000ml, fill volume of 3000ml and initial drain volume of 15ml which resulted in the starting dwell 1 with a total fill volume of 7985ml. Draining stopped and rts started manual drain again with a drain volume of 3499. Rts had the patient stand and start manual drain again with a drain volume of 21ml. Rts assisted the hp with ending the therapy and the total volume drained was 6027ml. Rts advised the patient to go to the emergency room if feeling unwell and call the pd nurse immediately. The device was operational, and a swap was not necessary. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, troubleshooting revealed the patient performed an off-cycler exchange of 2,000ml with a programmed I-drain alarm of 0ml. Review of the device programming revealed the programmed I-drain alarm (0ml) may have been set too low for the most recent treatment. Per the homechoice patient at-home guide if the previous therapy ended early for any reason or an off-cycler exchange was performed, there may be more fluid in your peritoneal cavity than normal. If this occurs, the initial drain alarm setting may be too low and the programmed I-drain alarm should be set to at least 70% of expected peritoneal volume. Therefore, the direct cause of the reported event was determined to be the programmed I-drain alarm being set too low from an off-cycler exchange. Should additional relevant information become available, a supplemental report will be submitted.